Event description:
In 2003, rn spiked IV bag with chemo in it and very small amount sprayed onto uniform pants and onto floor and garbage can. The next day another rn spiked IV bag that contained chemo-tubing clamped-fluid flowed through tubing to a split in tubing and sprayed onto well, garbage cans (2) as well as nurse's uniform and arm.